Manufacturer narrative:
The user facility biomed evaluated the thermogard console (B)(4), a blown thermal fuse was identified and a new thermal fuse was installed into the console. Zoll has confirmed with the customer that the thermogard console was functioning properly. No further investigation required.

Event description:
Customer reported that during patient therapy, the thermogard xp ivtm system (B)(4) had blown a fuse and won't power on. The customer switched to a different unit to continue the therapy. No known impact or consequence to the patient was reported.